Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was seen on the right ventricular (rv) channel which led to oversensing. It was noted there was no asystole as the patient is not pacemaker dependent and the impedance measurements were stable. Boston scientific technical services (ts) was consulted and discussed that the noise was from the minute ventilation signal. Ts suggested programming the minute ventilation feature off in the pacemaker. At this time the clinic opted to not make any programming changes and will have the patient follow up in a month. The pacemaker remains in service and no adverse patient effects were reported.